Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the user facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The user facility was able to provide new patient information, which was updated in the appropriate sections.

Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection: one meridian femoral filter delivery system was returned for evaluation. The introducer sheath was returned with the dilator inserted. The filter was not returned with the device. The dilator tip was buckled. It is unknown how or when the dilator became buckled. As a damaged dilator tip was not reported by the user, it will be considered an incidental finding. The tuohy-borst was received disconnected from the y-body. The storage tube was not returned. No visual anomalies were identified. Functional/performance evaluation: the dilator was retracted from the sheath without issue. The dilator was reinserted and advanced through the sheath without issue. Measurements were conducted and all measurements met the required specifications. Medical records review: medical records were not provided. Image/photo review: no images or photos were provided. Conclusion: the investigation is inconclusive for failure to advance as the filter was not returned and no anomalies were identified on the returned delivery system. Based on the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the meridian vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter could not be advanced through the introducer hub of the deployment system. The filter system was exchanged for a new filter that was deployed successfully. There was no reported patient injury.